Manufacturer narrative:
The reported event of failure to connect could not be confirmed. Visual inspection of the septum, setscrew and contact spring did not reveal any anomaly that could contribute to the reported event. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.

Event description:
During a routine device exchange procedure, the right ventricular (rv) lead was unable to be connected to the header of the replacement device. A replacement device was used to complete the procedure. The patient was in stable condition.